Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications. The investigation could not verify or draw any conclusions about the reported polyethylene wear based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised, due to poly wear.